Manufacturer narrative:
Concomitant medical products: 3058 interstim urinary mgu ipg, implanted: (B)(6) 2017; 3889-28 interstim urinary mgu lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the threshold and pacing impedance had increased on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.